Event description:
Excelcius gps case the first two screws were misplaced off plan. Fluor shots were taken to show screws off plan and navigation inaccurate. Requesting evaluation of logs submitted to in portal this evening. Excelcius gps serial number (B)(6).

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. It is recommended that the user performs an anatomical landmark check after verifying the merge and before proceeding to screw placement. Once the user began navigation, the logs show that the software detected and then alerted the user of excessive deflection during screw placement, which can be caused by skiving. Force is indicated by the force meter in the bottom right-hand side of the screen. Additionally, there is a warning presented on the bottom of each trajectory view of the navigation screen if excessive force is detected. Excessive force and skiving can lead to the misplacement of screws. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.